Event description:
This device was returned with oos documentation from biotronik representative. Per oos, "the patient is actively having radiation treatments for lung cancer. The device went into backup mode two times in 2009. The patient received 20 shocks while the device was in backup mode. The physician opted to remove the device related to possible cmos damage." This device was replaced with a competitive device.